Event description:
Customer reported that their pump screen remained dark and would not turn on, and the battery of the t:slim x2 pump would not charge despite multiple troubleshooting attempts, including using different charging cables and wall adapters. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, provided instructions on the steps required for receiving and setting up the new pump, and arranged for the problematic pump to be returned to tandem. The customer would use a backup insulin pump to ensure continued insulin delivery in the meantime.